Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "pain" and "changes in shape and density." This record is for the right side. The device was explanted and replaced by a non-abbvie device.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device was explanted and replaced by a non-abbvie device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.